Event description:
Customer reports an issue with the panorama central station's display, which may have affected telemetry monitoring. No pt injury reported.

Manufacturer narrative:
Company representative evaluated the system and reconfigured the settings between the bedside monitors and central station. System was safety tested to factory's specifications.